Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, technician was not able to confirm customer reported issue. All testing was performed with good known test ac adapter and patient circuit connected. The unit passed 108 hours extended tests at customer settings. The suspect device passed ts final test which includes many alarm and ventilation functions.

Manufacturer narrative:
Vyaire reference: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the lap top ventilator 1000 is not alarming. At this time, there is no information regarding patient involvement associated with the reported event.